Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator for spinal pain. It was reported that the patient felt a "shocking" during normal use and then her stimulation did not work well after that. Impedances were within normal limits. The patient was reprogrammed and there was no "shocking" reported. The issue was resolved at the time of the report. No surgical intervention occurred and none was planned.